Event description:
It was reported that there was separation of the connector from the body of the needle.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device (510(k) exempt) currently distributed in the united states. The event is under investigation.